Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the electrode pads would not adhere to the patient's skin before or after a shock to the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the electrodes. The customer indicated that the electrodes will not be returned to zoll for evaluation of the reported malfunction. Testing was done of the reserved sample from the same lot. No discrepancies were found. This complaint was mistakenly reported and does not meet our criteria for reportability.